Event description:
The recipient was not responding with left device and has had increasing/fluctuating number of high impedance channels since activation. The user was re-implanted on the (B)(6) 2020. Reportedly, after the incision was made it was discovered that the electrode lead had uncoiled and migrated out of the mastoid cavity. Under microscopic inspection channel 12 was dislocated from the array.